Event description:
The screw migrated through the plate during surgery. The surgeon backed the screw flush with the plate and left it implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.